Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. A visual examination was performed and showed the connectors were attached to the sleeves. Further examination showed that the tubing was slightly altered using the stylet wire and the tracheal cuff was stretched over the tracheal cuff notches. A inflation/deflation test was performed, air was applied to the cuff and removed from the cuff, a total of three times with and without the stylet wire. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The reported issue could only be detected when the stylet wire was contained in the tubing. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, after 3 hours, the cuff would not deflate. The cuff was pre-tested prior to use. Recannulation of a replacement tube was not required. There was no patient harm.